Manufacturer narrative:
When the bed is used in conjunction with voalte nurse call, the bed¿s exit alert notification, in addition to alerting at the bedside, is routed to designated communication devices (nurse console, patient station, dome light, mobile phone, etc.) And provides a visual and/or audible event alert notification at the designated device. The voalte nurse call instructions for use notes the nurse call system is designed to be used only as a secondary alarm system for bed exit alarms. It should never be used as the primary bed exit alarm system. The bed exit system will audibly alarm at the bedside in the event of a bed exit condition on the bed. Event notification from the bed is relayed to the nurse call system via a communication cable. In the event communication is lost or the bed is undetected, the nurse call system will provide a visual and/or audible alert to designated communication devices with the intention that the customer will take action to rectify the issue. It is noted that the bed provided notification via audible alert at the bed side as acknowledged by the customer. Technical support tested the bed exit with customer and verified the bed exit was only alerting at the bed and did not annunciate at grs10 nurse console. A complete inspection of the bed could not be conducted due to the customer replacing the bed in the associated room, not isolating the associated bed or providing the bed¿s serial number for inspection. Technical support remoted into the graphical station (grs7) device located in the patient¿s room and observed the safety alerts and bed exits were displaying as unavailable, due to the bed being offline. In addition, a review of the facility¿s nurse call reports of the location that the event occurred, confirmed that an alert of bed offline was provided starting on (B)(6) 2022, prior to the event. The nurse call system was alerting that the bed was offline two days prior to the event. Therefore, it is concluded that a use error due to failure to act upon alerts caused or contributed to the reported event.

Event description:
It was initially reported that the bed exit alarm alerted at the bedside, but did not send an exit alert to the voalte nurse console. The patient exited the bed and fell sustaining a laceration above the eye requiring stitches. No additional medical intervention for the laceration was reported. The patient subsequently expired. During a follow up call with the customer, the customer stated that the patient¿s cause of death was unrelated to the fall, however details related to cause of death were not provided. This report was filed in our complaint handling system as complaint (B)(4).

Manufacturer narrative:
When the bed is used in conjunction with voalte nurse call, the bed¿s exit alert notification, in addition to alerting at the bedside, is routed to designated communication devices (nurse console, patient station, dome light, mobile phone, etc.) And provides a visual and/or audible event alert notification at the designated device. The voalte nurse call instructions for use notes the nurse call system is designed to be used only as a secondary alarm system for bed exit alarms. It should never be used as the primary bed exit alarm system. The bed exit system will audibly alarm at the bedside in the event of a bed exit condition on the bed. Event notification from the bed is relayed to the nurse call system via a communication cable. In the event communication is lost or the bed is undetected, the nurse call system will provide a visual and/or audible alert to designated communication devices with the intention that the customer will take action to rectify the issue. It is noted that the bed provided notification via audible alert at the bed side as acknowledged by the customer. Technical support tested the bed exit with customer and verified the bed exit was only alerting at the bed and did not annunciate at grs10 nurse console. A complete inspection of the bed could not be conducted due to the customer replacing the bed in the associated room, not isolating the associated bed or providing the bed¿s serial number for inspection. Technical support remoted into the graphical station (grs7) device located in the patient¿s room and observed the safety alerts and bed exits were displaying as unavailable, due to the bed being offline. In addition, a review of the facility¿s nurse call reports of the location that the event occurred, confirmed that an alert of bed offline was provided starting on (B)(6) 2022, prior to the event. The nurse call system was alerting that the bed was offline two days prior to the event. Therefore, it is concluded that a use error due to failure to act upon alerts caused or contributed to the reported event. Proper operation was confirmed; determined issue was not a result of nurse call product performance. After customer replaced the bed in room 1209, the issue was resolved. Based on this information, no further action is required.

Event description:
It was initially reported that the bed exit alarm alerted at the bedside, but did not send an exit alert to the voalte nurse console. The patient exited the bed and fell sustaining a laceration above the eye requiring stitches. No additional medical intervention for the laceration was reported. The patient subsequently expired. During a follow up call with the customer, the customer stated that the patient¿s cause of death was unrelated to the fall, however details related to cause of death were not provided. This report was filed in our complaint handling system as complaint # (B)(4).